Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the common mode/wrist electrode functional tests were out of specification due to the electrocardiogram (ECG) connector being loose on the link electronic module (lem) circuit board. It was also noted that the thermal sensor functional tests out of specification, as a result the display was replaced.